Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. Data was provided for investigation; however, investigation of provided data cannot confirm or disconfirm the allegation or determine a probable cause. Product was received but was unable to perform a functional investigation on the returned device components because the integrity of the sensor has been compromised and the environment in which the system failed cannot be replicated. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.